Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed infection at the lead site. It was noted that puss was coming out from the midline incision and patient was not feeling well. The incision was not kept clean. It was believed that infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.